Event description:
Additional information: the health care provider reported the patient's family forgot about the pump refill. The patient experienced increased tone, muscle stiffness, spasms, increased jitters, and possibly itchiness, however in regards to possible itchiness the patient was noted as being non-verbal and had a rubbed area on hands / redness on backs of hands. A 100 mcg single bolus was administered with a pump refill on (B)(6) 2012 and the lioresal dose rate remained unchanged. The patient recovered without sequelae.

Event description:
The pump refill date was (B)(6) 2012. The patient missed the pump refill. The patient experienced withdrawal. Patient symptoms included: unusual movement of the arms and head, and puffy/swollen/red hands. The hcp planned to refill the pump on the date of the report and start the pump at the same dose. The pump was programmed to deliver lioresal 2000 mcg/ml at 600 mcg/day. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8709sc (B)(4) implanted: 2008-(B)(6) explanted: unk; catheter model 8596sc (B)(4) implanted: 2008-(B)(6) explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that ¿several months ago¿ the non-critical alarm in the patient¿s pump had gone off and the patient and family had not heard it. The patient went into withdrawal. Reportedly, the volume and the frequency of the non-critical alarm going off once an hour was concerning and ¿useless to us.¿ however, despite their concern they were happy with the device. Reportedly this device system delivered baclofen.